Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead exhibited out of range impedance. The physician was dr. Maruthi gottimukkala at sentara norfolk general hospital in norforlk, va. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)